Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, section g is combination product. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator was failed to open. A field service engineer (fse) worked with the customer to connect the pyxis refrigerator to the station. The customer was advised on the proper power-up process to re-establish connectivity between the refrigerator and the station. The connectivity was successfully restored. The system functioned as intended after the field service engineer troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was showing hardware failure and fridge door was not open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station was showing hardware failure and fridge door was not open. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.